Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products - 192011 echo por fmrl nc 11x13 336990, 650-1162 delta cer fem hd 32/0mm t1 2015021196. Foreign - (B)(6).

Event description:
It was reported that the patient's left hip was revised approximately one year post-implantation due to recurrig dislocations and luxations.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.